Event description:
It was reported that following a failed insertion, the anesthetist attempted to remove the entire device. Removal was difficult and required force. Once removed, 4 cm of the catheter remained implanted in the patient's arm. After a request for a scan injected by the vascular surgeon and radiologist, the catheter was found to be in the fatty tissue. Very difficult to puncture veins, known. Taking blood samples was always difficult. The only arm authorized for use is the left arm because the patient has a history of breast cancer surgery on the right side. Decision not to insert a central venous catheter because the procedure is short. Inserted a 20g powerglide catheter, guided by ultrasound on the left arm. Pre-procedure ultrasound: good caliber basilic vein. First attempt on the basilic vein - unsuccessful despite coronary angiography also touching the basilic vein. Second attempt on the basilic vein, under tourniquet - basilic vein was punctured but I was unable to insert the catheter into the vein; withdrew it to the skin and tried to push it back in but still unsuccessful. Unfortunately, it was also difficult to remove it and take it out of the skin; the catheter appeared to be blocked, and I forced it out, leaving a 4 cm piece inside the arm. I felt it at skin level and tried to grab it, but it went deep. With the tourniquet still in place, I looked at the length of the basilic vein with the ultrasound and saw that it was clear. We decided to insert a third 20g powerglide, this time successfully. The procedure went well under general anesthesia, and the dislocation was successfully reduced. We tried to find the ends of the catheter during the procedure and post-op, by palpation and ultrasound tracking. Nothing was found. Opinion requested from vascular surgery: a more thorough ultrasound scan was needed, but still nothing was found. A CT scan of the arm and thorax was to be performed to rule out possible vascular migration. Opinion sought from radiology with our radiologist on call: x-ray of the arm to be performed immediately. Two small catheters are clearly visible, 1.5 cm deep, in the fatty tissue. Not intravenous. Opinion from orthopedic surgeon on call - no indication for surgery. Catheter inserted under sterile conditions, no risk of infection. The end of the midline (4 cm) remained in the patient's fatty tissue. A vascular surgery consultant advised against intervention at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.